Event description:
It was reported that two (2) large volume infusors underinfused. This was observed during patient infusion. The devices contained fluorouracil and normal saline 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: initial reporter last name: initial reporter facility name: initial reporter address: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actuals devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and did not show evidence of underinfusion. Therefore, the report of underinfusion was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.